Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 30 oct 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported, ¿the radiopaque band fell off during procedure and retained in patient. As it is impossible to retrieve the band, this significantly increased risk to the patients.¿ per additional information received on 18oct2023, ¿during the course of the procedure, when the 21-gauge 10 cm needle was being advanced towards the target tissue under fluoroscopic guidance, it was immediately recognized that the tiny 0.1 cm radiopaque marker became detached from the needle tip. Removed the defective needle and advanced a new 21-gauge 10 cm needle towards the target superficial to the lateral mass of c5. It is not possible to remove this very small radiopaque foreign body from patient¿s paraspinal soft tissues. The greatest risk associated with this would be a foreign body related infection. Every possible precaution is routinely made to prevent infection.¿ the procedure being performed was cervical radiofrequency ablation.

Manufacturer narrative:
The device history record for lot 30221543 was reviewed and the product was produced according to product specifications. A subject sample was not provided for evaluation. The defect, the radiopaque band comes off the probe, could not be duplicated or confirmed. Without the subject sample to evaluate, a definitive root cause was able to be determined. The root cause was manufacturing related. All information reasonably known as of 19 mar 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.